Manufacturer narrative:
The insulin pump was received with cracked case at display window corners. The device had minor scratched lcd window. No cracks found at the display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had a cracked screen. Customer's blood glucose was 150 mg/dl. Customer stated she was going to bolus and noticed the display was dirty. Clean it and noticed the crack on it. Customer was unsure how damage occurred. The crack is at the very top of the screen where the reservoir icon is. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.